Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had hyperglycemia. Blood glucose level was 460 mg/dl. Customer reported that there was no medical intervention as a result of high blood glucose. Infusion set had air bubbles in it. Customer did high pressure test and self test and insulin pump pass all tests. It was unknown whether the customer using auto mode feature at the time of reported high blood glucose event. Insulin pump will not be returned for analysis.